Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise on the right atrial (ra) channel. Technical services (ts) reviewed and stated that it looked like myopotential noise. Ts reviewed the latitude and stated there was noise on the atrial tachy response (atr) episode. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.